Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was broken on the back left corner. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed and the check syringe plunger sensor was found at power up process, the flippers were intermittently sticking. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced left plunger case and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump's syringe holder was sticking. No patient injury was reported.